Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced urethral atrophy, which led to a surgical intervention. During the procedure, the entire aus was removed and replaced. No additional patient complications were reported and the patient was set to fully recover.